Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4): the tip of the drill bit broke intraoperatively and a remains in the patient's bone. The drill bit is not implant grade. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the reported devices were used in the surgery for the fracture of the right second proximal phalange on (B)(6) 2017. While the surgeon was drilling the hole to the hard cortex bone, the tip of the drill bit was broken. The broken piece was left in the bone. Later, while the surgeon was inserting the last locking screw, since the bone was hard due to young age, the star-shaped screw head was deformed; thus, the screw could not be inserted. When the surgeon tried to remove the screw by pliers, the head of the screw was broken at the neck of the screw. The screw shaft was left in the bone as well. The surgery was completed without removing the broken pieces since the bigger hole had to be created in order to remove the broken pieces. The surgery was extended for 15 minutes. The surgeon commented the remained fragments (broken drill and broken screw) will be removed at the same time the plate will be removed. This complaint involves 2 parts. This report is 1 of 1 for (B)(4).